Event description:
Caller reported aviva blood glucose results of 112 mg/dl, 35 mg/dl, 161 mg/dl, and 72 mg/dl within 10 minutes. Reported a second, separate comparison of blood glucose results from a different day of 25 mg/dl and 125 mg/dl within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.